Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the console had no phaco power. Additional information received from the customer reporting the surgeon experienced no phaco power during the phacoemulsification step of a cataract procedure. The case was completed without patient harm. The customer indicated there were no system advisories that displayed.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to test the footswitch with the help of the company representative (over the phone) and no problem was found. During this phone evaluation, it was determined that the phaco power was set at 0% in the doctor¿s memory. It was explained to the customer that this was the cause of no phaco power. It was recommended for the customer to communicate with the sales representative and work with the doctor to set up the doctor memory. No additional, related information was obtained from the customer. With no additional, related information provided, the reported event was not able to be confirmed. The system was manufactured on october 22, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).